Event description:
Info was received from a pt reporting a loss of therapeutic effect since her lead revision surgery two weeks ago. She initially had coverage but now has no coverage in her back. Her first programming session was yesterday. Lead revision was done due to lead migration. Add'l info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).